Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability:device available for evaluation-additional. Device availability:returned to manufacturer-additional. Device availability:date returned to manufacturer . Additional information/device evaluation. Device evaluated by manufacturer - additional . Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed. Voltage testing was performed and passed. A probable cause was determined to be a defective transmitter. No additional patient or event information is available.